Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion at l3, l4, l5 for lumbar spine instability. It was reported that the disc was removed due to subsidence and expulsion and infuse sponge was placed anteriorly to the cage. Implant is about 4mm in the spinal canal. An additional surgery was performed on (B)(6) 2026. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative stating that the right l3 and l5 screws showed a slight halo. The implant was removed. The removed implant was found to be intact and still expanded. The left-side screws at l3, l4, and l5 we re left in place, while the right-side screws at l3, l4, and l5 were removed.